Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. A complaint database search was not possible for the acetabular cup as the product and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. **update received (B)(4) 2013** - the complaint has been updated because it was reported that the patient's left hip was revised on 12/11/2013 to address a malpositioned cup (not removed) and a great deal of fluid and metal debris in the joint. The complaint was updated (B)(4) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.